Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll logistics contacted a (B)(6) male patient's wife who indicated the patient passed away while in a nursing home. Review of the events surrounding the patient's death indicates that the initial life-threatening rhythm was asystole. The patient received an inappropriate defibrillation event consisting of two shocks during asystole. Intermittent cardiac activity and CPR artifact contributed to the false detection. There is no information to suggest the lifevest caused or contributed to the patient's death.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The monitor was fully functional and able to detect and treat. Belt sn (B)(4) has not yet been returned. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the event. Device manufacture date: monitor; electrode belt: 12/2013.